Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event consisting of two treatments. Atrial fibrillation with rapid ventricular response at 190 - 205 bpm contributed to the false detections. The patient was reportedly conscious and walking form the dinner table at the time of the event. The response buttons were pressed after the first treatment and 4 minutes before the second treatment but not immediately prior to either treatment. The patient was admitted tot he hospital following he event and continued to wear lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patients downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor, (B)(4). Electrode belt, (B)(4): 01/2014. Additional inappropriate defibrillation narrative: in appropriate defibrillations are anticipated risk associated with the use of lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.acessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.